Event description:
The complainant has reported that a patient (age and gender unk) underwent an ercp in 2006. It was reported that during the procedure "the jagwire's tip detached off" with a piece (0.5 cm) remaining inside the duodenum. The procedure was attempted again with another device, but the procedure was not completed "due to the failure in cannulation". There was no reported complication or ill effect sustained by the patient. No other information is available at this time.

Manufacturer narrative:
This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.